Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition. The lv sensing is detecting some signals that could be oversensed of the atrial channel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).